Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found a shaft polymer extrusion kink 63 mm proximal to distal edge of device tip. The crimped stent and balloon sections of the device were visually inspected and damage was noted to mid-section of stent. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. A visual and tactile examination of the hypotube found no issues. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30-aug-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a severely calcified coronary artery. A 4.00 x 20 mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.